Manufacturer narrative:
Through reviewing instrument data from the customer¿s atellica ch 930 analyzer, siemens identified falsely elevated concentrated carbon dioxide (co2_c) results on four patient samples on an atellica ch 930 analyzer. Siemens reviewed the instrument data and the review of the photometer data for erroneous results indicated that the high results were diluted, and droplets of water were being introduced into the reaction cuvettes. The co2_c assay had an inverse curve, so diluted samples yield higher results. Due to the high volume of samples, the laboratory did not service the instrument. Siemens evaluated the event and determined that the leak in the system fluidics which allowed droplets of water to enter the reaction cuvettes, potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Through reviewing the instrument data from the customer¿s atellica ch 930 analyzer, siemens identified falsely elevated concentrated carbon dioxide (co2_c) results on four patient samples on an atellica ch 930 analyzer. The customer confirmed that the initial results were considered erroneous. The initial results were not reported to the physician(s). The samples were repeated on the original analyzer. The repeat results recovered lower and matched the patient¿s history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.